Manufacturer narrative:
The device is being returned. G1 the manufacturer site postal code was reported in the manufacturer site zip code field on the initial report that was submitted and was moved to the manufacturer site postal code field.

Manufacturer narrative:
H6 health effect - impact code removing code device revision f1905 (since this was during prep), and adding code delay to treatment/therapy f05.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella pump implantation was attempted; however, during the procedure, the physician identified that the patient had severe aortic valve stenosis and determined that implantation was not possible. The impella pump remained unopened in its original packaging and was not used. During preparation of the purge cassette, a leak was observed. The purge cassette was replaced with another unit from a different package, and preparation was completed using the replacement purge cassette. The procedure was subsequently canceled, and the patient underwent percutaneous coronary intervention (pci) without mechanical circulatory support. No signs or symptoms of patient injury or patient harm were reported in association with this event.